Event description:
It was reported that the lead was capped due to an insulation anomaly. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead measuring 17.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.